Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the lid was missing from the device. In this state, a delay in defibrillation may occur, as the user has to push the power button to turn the device on. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and observed the issue. The lid was replaced to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue was determined to be a missing device lid. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the lid was missing from the device. In this state, a delay in defibrillation may occur, as the user has to push the power button to turn the device on. There was no patient involvement reported with the event.

Manufacturer narrative:
H6 method code of the initial medwatch report indicates: testing of actual/suspected device. H6 method code of the initial medwatch report indicates: testing of actual/suspected device and analysis of production records. H7 of the initial medwatch report indicates: blank. H7 of the initial medwatch report should indicate: recall. H9 of the initial medwatch report indicates: blank. H9 of the initial medwatch report should indicate: 3015876-01/14/2021-001-c. H11 of the initial medwatch report indicates: stryker evaluated the device and observed the issue. The lid was replaced to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue was determined to be a missing device lid. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6) h11 of the initial medwatch report should indicate: due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6) stryker evaluated the device and confirmed the reported issue. The lid was replaced to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. It was determined that this lid associated with the device was out of specification. An engineering investigation has determined that due to the design of the lpcr2 lid switch, absence of the lid magnet allows current to flow from the battery, even when the device is in standby mode. This will reduce the life of the battery. Therefore, the reported issue, the loss of lid/lid magnet, is associated with two hazardous situations: opening the lid does not turn on the device, and, higher than intended current draw while the device is in standby mode results in a prematurely depleted the battery. Replacement of the device lid so that the magnet is present in the device allows the lid switch to function as designed; turning on/off the device when the lid is opened and preventing current draw when the device lid is closed. The lpcr2 operating instructions has been updated to include additional troubleshooting tips to direct the customer to act when device behavior indicates the lid magnet may be missing. A new warning informs the customer of the risk associated with a missing magnet.